Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms, event date. The patient experienced bilateral capsular contracture (unknown grade), left-sided lymphadenopathy, and right-sided breast mass. Sonogram performed on (B)(6) 2021 indicated left-sided rupture. MRI performed on (B)(6) 2021 indicated left-sided rupture and right-sided breast mass. The event date was updated to (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the analysis was completed based off of a photo that was provided investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Lymphadenopathy or palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. There have been reports regarding movements of silicone gel material to lymph nodes even with or without evidence of rupture leading to lymphadenopathy. A number of epidemiology studies have evaluated large populations of women with breast implants from a variety of manufacturers and implant models. The studies do not taken together, support an association of breast implants and a diagnosed rheumatic disease. Other than one study, these studies do not distinguish whether the women had ruptured or intact implants. Because there were no supporting pathology reports or physician consultation summaries forwarded to product evaluation, we are unable to confirm the presence of or the possible etiology of the reported lymphadenopathy. Lymphadenopathy is a known complication associated with this surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The patient had a consultation with a healthcare professional. As a result, the patient underwent removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3505504bc, left serial #:(B)(4), right serial #: (B)(4)) on (B)(6) 2021. The devices were discarded upon explantation and are not available for product evaluation. The patient¿s symptoms were improved after the revision surgery. This report is for the left-sided prosthesis.